Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while implanting a lead, it became fixated in the myocardium prior to intentionally fixating the lead. The lead was unable to be removed with counter clockwise rotations of the lead. The lead was eventually removed via manual traction and a different lead was used instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.